Manufacturer narrative:
Initial reporter phone number (additional):(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set with cassette was missing a protective cap. This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to device manufacture date (reported as 8/25/2022 on initial). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.